Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 months (calculated from the date when the power module was issued to the patient.) The hospital staff was not able to obtain the power module from the patient¿s family. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, while the patient was getting out of bed, the patient tripped, fell, and hit their head on the floor. When the patient fell, the power module became disconnected from wall power. The system controller emergency backup battery activated and no loss of power or pump stoppage occurred. The patient's spouse found the patient on the floor, and re-established power and called 911. By the time the patient reached the hospital the patient's speech was slurred and the patient had a decreased level of consciousness. A CT scan of the patient's head showed a right temporal lobe parenchymal subdural hematoma with herniation and a midline shift. The patient's inr at the time of the event was 2.2. On (B)(6) 2015, the patient expired. It was also reported that prior to the patient's death, the pump was functioning as intended and there were no prior alarms or low flow events. The fall was mechanical in nature.

Manufacturer narrative:
The reported event of a power cable disconnect could not be confirmed as no equipment was available for evaluation and a log file was not submitted. The patient's fall was reported to be mechanical in nature and it was reported that the vad was functioning as intended with no prior alarms or low flow events. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.